Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, a defibrillation threshold (dft) test was performed, with the patients rhythm not converting so an external conversion was performed. The conversion was successful but the patients rhythms was in asystole. Afterwards, the s-ICD was attempted to be interrogated but after multiples attempts it was unsuccessful. A magnet was applied but no beeping tones were produce by the s-ICD. The next day, the s-ICD system was explanted and a new transvenous system was successfully implanted. No additional adverse patient effects were reported.